Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.